Event description:
It was reported that the customer had issues removing the battery cap from the insulin pump. The battery cap was stuck on the insulin pump for days. His blood glucose level was 400 mg/dl. The customer was reverting to his back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.